Event description:
See h6 for updates.

Event description:
The company was made aware on (B)(6) 2021 that a physician explanted the axonics system due to high impedance, pain, shocking sensation and intermittent paralysis.